Event description:
It was reported that during port placement the catheter allegedly did not work as intended and appeared thin and flimsy. Reportedly, a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 6fr s/l catheter was returned for evaluation. The catheter's inner and outer diameters were measured and found to be within the specified range. No damage was noted to the catheter and the segment was patent to infusion and aspiration with no leaks observed. However, as the reported event details a placement issue, the investigation is inconclusive for the reported catheter problem as the conditions of use could not be replicated. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter felt thin and flimsy. Once the catheter was placed the tip flipped upward. There was no reported patient injury.